Manufacturer narrative:
This complaint was created with a wrong reference. The correct one is: g0022234- monosyn violet 4/0 (1.5) 70cm hs18(m). Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in our stock. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Degradation test (14 days in sörensen solution at 37ºc) has been conducted with the sample received and the result fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. The results of the sample received fulfills the OEM requirements, note will be taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 . Manufacturing site evaluation: on-going.

Event description:
Country of complaint: spain suture opened after 1 week (subcutaneous).